Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.  Reason for reoperation: rupture.

Event description:
Explanting physician reported rupture. The device status is unknown. This record relates to the left side.

Event description:
Event of nodule/adenopathies was determined not device related; therefore, removed, removed as a reportable event.

Manufacturer narrative:
Additional, changed, and/or corrected data: a6, b4, b5, b6, e1, h6. Visual analysis of the photographs identified: ¿rupture: observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿inflammation/irritation: unable to confirm as it is a medical event not related to the device. ¿lump/nodule: unable to confirm as it is a medical event not related to the device. ¿lymphadenopathy: unable to confirm as it is a medical event not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Explanting physician reported rupture and nodule/adenopathies and capsular fibrosis and inflammatory reaction to foreign body. The device has been explanted and replaced with a non-allergan device. This record relates to the left side.

Event description:
Explanting physician reported rupture and nodule/adenopathies diagnosed by MRI and capsular fibrosis and inflammatory reaction to foreign body. The device has been explanted and replaced with a non-allergan device. This record relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: rupture and lymphadenopathy.

Event description:
Explanting physician reported rupture and nodule/adenopathies diagnosed by MRI and capsular fibrosis and inflammatory reaction to foreign body. The device has been explanted and replaced with a non-allergan device. This record relates to the left side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed an opening on anterior side assessed as an unidentified (tear) opening (shell thickness within spec) . Inflammation: unable to observe as it is a medical event not related to the device. Lymphadenopathy: unable to observe as it is a medical event not related to the device. Lump/nodule-ndr: not applicable as the event is not related to the device. Additional observations: brown particles observed on the device. No further actions are required as the device was implanted.